Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse confirmed the issue with monopolar energy and replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have no failures but confirmed errors via the logs. The unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, monopolar energy was not firing. The customer stated that an interrogation mark was showing in both monopolar ports when the cables were connected. Prior to calling intuitive surgical, inc. (Isi) technical support engineer (tse), the customer had tried two different sets of energy cables, rebooted the generator several times, and connected two different instruments with no success. The isi tse reviewed the error logs, but they looked clean. The isi tse asked the customer if they had a set of brand-new energy cables, but the customer explained all of the sets they found had been used in the past. The isi tse asked the customer if they could find a forcetriad generator and that was the case. The customer tried connecting the energy cables in the forcetriad and the energy worked. The customer could not find the energy activation cable to connect the forcetriad to the system in order to be able to use the pedals in the surgeon side console (ssc). The surgeon was willing to continue the surgery with the forcetriad pedals but expressed that it was uncomfortable and would like this issue to be solved as soon as possible. The procedure was completed with no reported injury. Isi followed up with the tse and obtained the following additional information: the customer confirmed that they had checked the system, and it was not working properly. The isi tse advised rebooting the system several times on the phone and there was no improvement. There were no error logs showing, but the iesu was not recognizing instruments in any of the ports with a question mark showing and the customer tried with different energy cable. The customer confirmed that the surgeon finished the surgery robotically with the use of the forcetriad generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse confirmed the issue with monopolar energy and replaced the vio integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the iesu returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.